Event description:
It was reported by the customer that the catheter had broken inside of the pt. Further information has been requested.

Manufacturer narrative:
F/u report will be filed if additional information becomes available.